Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with a complaint of dizziness. A remote transmission indicated diminished sensing on the right ventricular (rv) lead. A second transmission two days later indicated loss of capture resulting in symptomatic pause/bradycardia. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.